Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. Review of transmission revealed, the right ventricular lead exhibited noise. It was reported that the lead had insulation damage and fracture. The lead was capped and replaced on (B)(6) 2015. Further information was requested however, was not provided.